Manufacturer narrative:
(B) (4). Complaint is still being evaluated by the manufacturer.

Event description:
Customer reports patient enrolled in the (B) (4) clinical trial deat,h due to "fatal overdose". Patient was admitted to the hospital and tested in the lab and had an inr >8. Customer stated that the death was not in any way related to the poc device. Patient purportedly inadvertently overdosed by taking 5mg/dose instead of 1mg/dose.